Event description:
It was reported from (B)(6) by the perfusionist that the patient was experiencing electrical faults (efaults). The driveline was checked by the site staff with nothing unusual found. The nurses exchanged the controller (were re-educated today regarding proper procedure for efaults). Log-files were sent to the manufacturer for analysis. Several vad stops occurring in combination with efaults were noted in the analysis. The patient tolerated the event, including the controller exchange without problems. Per perfusionist, the situation is fine now, no alarms, and no problems with the connection. It is suspected by the site that at some point there was a reconnection, that was not performed in the recommended manner and the port might have suffered some damaged pins. Further information is not available at this time. Investigation is in progress. This is report 2 of 2.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Per the instructions for use (IFU): caution: do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors. Per the instructions for use (IFU): patients are instructed to always investigate, and if possible, correct the cause of any alarm. Silencing an alarm does not resolve the alarm condition. An electrical fault is a fault in the continuity of the pump to controller electrical connection triggers this alarm. The fault could be in the hvad® pump motor, driveline and connector, or within the controller. The audio portion of this alarm can be permanently disabled via the monitor. When this alarm condition occurs, the hvad® pump will be running on a single stator and will consume slightly more power. This is one of two reports (3007042319-2015-01627 and 3007042319-2015-01628) submitted for devices related to the same event. The device has not been received.

Manufacturer narrative:
A controller was returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The controller passed visual inspection and functional testing. The reported event was confirmed via review of the controller log files, which revealed that electrical faults were logged on reported event date. However, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no clinical cause identified to contribute to the reported event. Considering that no malfunction was identified during analysis and vad is performing as expected after controller exchange, it is likely that the reported electrical faults were due to improper/partial connection between dl connector and controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01627 and 3007042319-2015-01628) submitted for devices related to the same event.